Manufacturer narrative:
A radiograph was received and confirmed a posterior displacement of the interbody implant at l4-l5 and a pedicle screw-tulip disassembly at l5. The device has not returned for evaluation. No further investigation can be completed at this time. Root cause has not been determined; no conclusion can be drawn. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation..." Device not received.

Event description:
On (B)(6) 2016 a (B)(6) year old female patient underwent a l3-l5 tlif with mas plif screws. On (B)(6) 2016 patient complained of pain and it was discovered that the tulip was not attached to one of the shanks. A revision surgery was scheduled for (B)(6) 2016. On (B)(6) 2016 patient went to the emergency room with additional pain and weakness. On (B)(6) 2016 patient had revision surgery.